Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated or confirmed. Reviewed of the device logs for the reported event date of may 26, 2025, indicated that the user performed three manual 30-joule test shocks. Following these tests, the device remained powered off for approximately 7.5 hours. Upon being powered on for clinical use, the device was powered directly into pace mode. During this period, multiple instances of the "ECG lead off" message were recorded, which typically indicates that one or more ECG leads were not properly connected to the patient or device. Per the r series operator's guide, the device requires proper connection of ECG leads or p-leads in pace mode to capture the ECG signal. The r series does not acquire ECG signal via defib pads while in pace mode. If leads are improperly connected or not making contact, the ECG signal may be lost or not obtained. Additionally, CPR feedback is not functional in pace mode by design and is only available in monitor and defib modes. The device underwent full functional testing using test accessories and was found to meet all specifications. No accessories were returned for evaluation. The device was recertified for clinical use. No trend is associated with reports of this type.